Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Reference manufacturer numbers:1627487-2019-09154, 1627487-2019-09693; it was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the device was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-09154. It was reported that the patient was experiencing no stimulation regardless of therapy strength. High impedances were noticed on several contacts. X-rays were taken and no migration was noted. The patient may undergo surgical intervention to resolve the issue.